Manufacturer narrative:
The information related to event which was incorrect. The information has been provided with this report. (B)(4).

Event description:
The customer used the insulin pump and manual injections to treat the high. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the blood glucose level did not came down while blousing. Customer stated they were hospitalized for high blood glucose on (B)(6) 2020 with blood glucose level was 395 mg/dl. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Troubleshooting was performed. The insulin pump will be returned for analysis.